Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was found out to be dislodged. The patient was checked and noted to have intermittent capture at maximum output. The lead was repositioned. Moreover, the patient started moving while in recovery and then the lead dislodged again, thus, the lead was repositioned for the second time with good numbers. The patient did have atrial pacing with conduction with lead dislodgement. Additional information obtained from the field which indicated that the dislodgement was verified by fluoroscopy. The patient was unaware of the lead dislodgement and was asymptomatic. The lead remains in service. No additional adverse patient effects were reported.